Event description:
The customer reported the catheter "set a dissection" to the vessel during aspiration of the right coronary artery. The physician stated that in his opinion, "the tip ID is too sharp, the shape is too bold." The physician stated does not want to provide any more information about this event. It was reported that there were no patient complications as a result of this incident. The customer disposed of the device in question.

Manufacturer narrative:
The device was discarded by the customer and is not available for evaluation. The customer would not provide any information about whether or not this was the initial use of the device. The physician was contacted on (B)(6) 2011, (B)(6) 2011, and (B)(6) 2011 in an attempt to obtain further information. The physician will not provide any further information and stated he does not want to be contacted about this event. A follow up report will be submitted if more information becomes available. Evaluation conclusions: no evaluation will be performed.